Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 910514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("rashes or skin conditions type: itching on legs and stomach"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo surgeries to remove one or more of the essure coils, hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, pruritus, nausea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, nausea, pelvic pain, pruritus, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2012, (B)(6) 2012. Successful deployment was visualized with 3-5 coils visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 910514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("rashes or skin conditions type: itching on legs and stomach"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo surgeries to remove one or more of the essure coils, hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, pruritus, nausea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, nausea, pelvic pain, pruritus, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in date of removal (B)(6) 2012, (B)(6) 2012. Successful deployment was visualized with 3-5 coils visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - in (B)(6): total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- rashes or skin conditions type: itching on legs and stomach, nausea, dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, hair loss. Onset date of event pelvic pain were added. Concomitant disease, plaintiff name, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.